Event description:
It was reported the device exhibited an ¿air in line¿ alarm, despite no air in line. There was patient involvement and no patient harm/adverse event.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. The event history log was reviewed, found few " medium alarm displayed: cannot start pump air in line" reports. Functional testing was unable to verify or duplicate the reported problem; however, there was a 'cannot start pump air in line' alarm in the ehl. The most probable cause is a faulty air sensor. As a preventative measure the air sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.